Manufacturer narrative:
Approximate age of device ¿ 3 years no further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that while at the clinic on (B)(6) 2018 and it was noted that the patient had frequent low flow alarms. The patient reported that the alarm was sometimes noticed when the patient would bend over or do some type of position change. However, this did not account for all of the low flow alarms. The lvad clinician reported that the patient had gained weight since implant. Per technical services, it was a possibility that the reported weight gain may be contributing to a problem with the outflow graft twisting or the inflow being shifted. A representative of the manufacturer¿s technical services reviewed the submitted log file and confirmed the low flows. The cause of the low flow alarms was determined to be low volume. No testing was completed. The patient was treated with volume and the plan was to monitor the patient. On (B)(6) 2018 it was reported that the patient was stable at home.